Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead has shown a steady increase in shock impedances since implant procedure. The low voltage shock impedance measurement was high out of range (oor) and an alert was triggered. Thresholds, sensing and pacing impedances were within normal limits. Technical services (ts) mentioned a rise and then plateau values in shock impedances was normal post implant. Also, thoracic impedances were low at implant and had increased, which could be a contributing factor. Postural serial impedances and increasing oor alert to 150 ohms was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.